Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced no initial calibration. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it pass. A functional test was performed and it passed. The receiver data log was downloaded and reviewed, and a loss of connection was observed. The customer complaint was confirmed. A root cause could not be determined.